Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction. New information received indicates that this device does not exhibit any characteristics indicative of the shortened replacement window advisory and remains in service without incident. The device has since been explanted and replaced for normal battery depletion. The device was placed on legal hold.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, preliminary analysis noted that the device did not meet longevity requirements. The device was then placed on hold due to pending litigation. Recently, the legal case was settled and the device was forwarded for analysis. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.